Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was disconnected by doctor's orders due to the customer having a lot of low blood glucose events and due to other health issues. The caller stated that the customer had hypertension, peripheral arterial disease, renal disease, was on dialysis, had the right leg amputated, and had cancer (going back to over twenty years). The caller also stated that the customer passed away on (B)(6) 2014, in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was septic shock. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected six to eight months prior to passing. The customer did not use sensors. The caller declined returning the insulin pump for analysis.